Event description:
Doctor reports a patient was dispensed lenses and a multi-purpose solution for a 1 month trial period during which extended wear of 2 to 3 days was recommended. The patient did not return for the 1 month follow-up visit but returned to the office 2 months later with a red, sore eye. At this visit the patient reported that had switched the care system to a no rub solution and admitted non-compliance with the rinsing step in an effort to conserve solution. The doctor also suspected non-compliance with the prescribed 2 to 3 day extended wear schedule. The doctor noted a marginal corneal lesion accompanied by lid edema, significant ocular redness, mucoid discharge, photophobia and pain. There was no anterior chamber reaction noted and no culture taken. Ciloxan q1h for 2 days followed by qid for approximately 1 week was prescribed. The lesion, presumed to have been microbial keratitis, resolved in approximately 3 days with a resultant peripheral corneal scar and no vision loss.